Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had powered off following completion of a defibrillation energy charge. There was patient use associated with this event but there was no report of an adverse outcome. No other patient details about the patient or event were provided.